Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user hit his head on an iron bar at the site of the implant and lost his hearing with the device afterwards. In situ testing showed affected channels.

Manufacturer narrative:
Conclusion: the investigation results revealed overload fractures in the active electrode confirming that the device has failed due to an external impact to the active electrode. All the problems given in the recipient report appear to match well with this finding. This is a final report.

Event description:
The user hit his head on an iron bar at the site of the implant and lost his hearing with the device afterwards. In situ testing showed affected channels. The user has been re-implanted.